Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. The reaction was located on the on the back of the arm and was described as itchy and upon removing the sensor site was inflamed and peeling with a yellow film on the sensor patch after removal. On (B)(6) 2017, patient went to the doctor to receive treatment for the reaction and was prescribed topical skin steroid, triamcinolone acetonide cream (tac) to treat skin reaction after sensor removed. At the time of contact, the patient's condition was still itchy, irritated and containing a rash. No additional event or patient information was provided. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.